Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole on patch side." Device has been explanted and replaced.